Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, the flap was thinner then set value during corneal flap creation. The surgery was continued and completed without impact to the patient.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The company service representative performed flap thickness calibration and checked the operation. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the left eye was the operative eye. The flap was noted to be torn the day following treatment. The patient has no complaints.